Event description:
Patient underwent psf in (B)(6) 2025. Patient presented in clinic and in x ray, surgeon noticed set screw at l4 was disengaged and l3 pedicle screw had lost purchase. Revised to replace set screw at l4 and increase screw size at l3.